Manufacturer narrative:
Cancel this MDR. This complaint is cancelled. All information is captured under MFR report # 3002682307-2024-00033.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd conventional needle has metal in the needle. The following information was provided by the initial reporter: we have now repeatedly experienced that the needles from you (it is currently only about bd microlance 3, 18g) contain small pieces of metal, as shown in the picture attached. We use this needle to draw up medicine (both via glass ampoule and vial). This is of course not reassuring for anyone, and therefore this inquiry. Clear metal part in the needle, please see attached picture. When did the incident occur? During use.